Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer failure. A field service engineer found the drawer opening but the solenoid clicking three times, indicating maintenance was required. Both sub drawer sensors were functioning. The module controller was replaced to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that there was delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.